Manufacturer narrative:
D4 - lot #: updated from unk to 33412117 device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. During wire insertion test, the returned rotawires were used for analysis. During analysis, each rotawire was able to be fully inserted and removed from the device with no resistance or issues. No issues were identified during the product analysis.

Event description:
It was reported that the procedure was canceled. The target lesion was located in the coronary artery. A 1.25mm rotapro was selected for use. Prior to procedure, physician was unable to load onto the rotawire because the lumen of the burr was not accessible. The product was not used during the procedure. The procedure was canceled since another size was unavailable. No patient complications were reported.

Event description:
It was reported that the procedure was canceled. The target lesion was located in the coronary artery. A 1.25mm rotapro was selected for use. Prior to procedure, physician was unable to load onto the rotawire because the lumen of the burr was not accessible. The product was not used during the procedure. The procedure was canceled since another size rotapro was unavailable. No patient complications were reported.